Event description:
It was reported that the patient had their lead explanted due to discomfort at spinal site, pain, high impedances, and less than 50% therapeutic relief on the left lower extremity. It was stated that the inner titanium cannula on the lead came apart from the silicone. It was also stated that electrodes 6 and 7 had impedances of greater than 10 ,000 ohms. The patient had the previous lead removed and a new one implanted, and was reprogrammed. The patient recovered without sequela. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient: product ID 3550-39, lot# n360894, implanted: (B)(6) 2012. Product type: accessory: product ID 3550-29, lot# n360504, implanted: (B)(6) 2012. Product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).